Manufacturer narrative:
Manufacture reference number: (B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual examination of the staple cartridge noted that the reload was fully fired. The reload was loaded into a pmv representative instrument (powered handle and adapter) for functional testing. The reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload loaded, unloaded, rotated, opened and closed properly without difficulty. The reload was applied to test media. All staples were placed and the test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all quality specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was performing a lower anterior resection/double stapling. The surgeon stated that after he/she loaded the powered handle with the reload, he/she tried to grasp tissue but could not close the jaws. He/she peeled the thick rectal wall and tried again with the second reload, which stopped firing halfway. The handle was replaced to a manual handle and a third reload was connected. It also would not fire completely. Ultimately, the procedure was completed with a powered handle and another reload.

Manufacturer narrative:
Tracking number: (B)(4). Evaluation summary evaluation summary pending results of investigation summary.